Event description:
Towards end of case, the wash kit made a "signal" noise. Abnormal sound, wash kit was changed out. The pt was not harmed during the procedure. Product rinsed and ready to be returned to medtronic for eval.